Manufacturer narrative:
Based on the claim against the product noting two pieces of the permanent cautery hook (pch) fell when the surgeon inserted the instrument, an investigation was completed to determine the cause of this reported event. Isi did receive the pch instrument involved with this complaint to perform failure analysis. The pch instrument was analyzed and found to found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.230¿ x 0.219¿ in size. The pch instrument passed the electrical continuity test. The pch instrument conductor wire was not damaged. The common causes of the broken instrument distal clevis are typically attributed to mishandling and misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Additionally, further investigation found excessive amount of dried residue around the clamping pulley cable grooves. This is unrelated to the primary issue. Common causes of this observation are typically attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the device logs for the permanent cautery hook (pch) instrument (part# 470183-14/ lot/serial# k13220404- 0199) associated with this event has been performed. Per this review of the logs, the pch instrument was last used on 26-oct-2022 via system sk4339. There were 5 uses remaining after this last usage. The probable root cause is attributed to mishandling/misuse, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported during a da vinci-assisted bariatric revision surgical procedure, two pieces of the permanent cautery hook (pch) fell when the surgeon inserted the instrument. The fragments were retrieved during the same surgical procedure. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.